Event description:
Support rod dislocation. Pt complained of pain and follow-up x-rays (dated 11/6/96 show rod dislocation. Original date of surgery was 2/6/96. Surgical intervention was performed 12/3/96, hardware was explanted and a competitor's hardware was implanted. The pt had had a 2 level fusion dating 3/16/95 at l3/l5. The 2/6/96 surgery was to fuse l5/s1, failed fusion status.